Event description:
Home pt reports clamp on the pt line of the homechoice set was closed during fill 1 of apd treatment. Baxter tech assisted hp in ending treatment and doing a manual drain. Rn was unaware of incident, and reports no pt injury or medical intervention required as a result. No product failure indicated by rn.